Event description:
The customer reported that while the unit was in use on a patient, the unit failed to alarm when the patient went into asystole. Instead, the unit alarmed for low heart rate. The patient expired. The patient had a previous history of runs of premature ventricular contractions at which time the system alarmed appropriately.